Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection observed a tear on the cuff surface; therefore the reported fault is confirmed. It is important to note that all tracheal, tracheostomy and endobronchial tubes are tested following assembly, prior to packaging. A walk-through of the manufacturing floor and process review was performed by the quality engineer while lot 3032815 was running in order to review the leak test and packaging operations. No discrepancies were found and it was observed that manufacturing procedures were being followed appropriately. It was also verified that there were no sharp edges used on production line during leak test and packaging operations that could potentially damage the cuff. The instructions for use state that the integrity of the cuff and inflation system should be checked prior to insertion. Instructions for use also warn to guard against cuff damage by avoiding contact with sharp edges. Customer reported that leak check was performed prior to use with no confirmed leakage. The most probably cause of the event is that the cuff became damaged during insertion. Although these products are 100% leakage tested in manufacturing process and designed to be as robust as functionally possible, puncture of the tube cuff during use is an inherent risk when using any tracheostomy product.

Event description:
User facility reported that the device was tested for leaks prior to intubation with no leaks detected. The device was placed in the patient; the device cuff would not remain inflated. Duration of product use was not specified. No adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the evaluation details. (B)(4).